Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The defect reported could not be verified. The following activities were performed service & repair functions as per (B)(4). Nothing noted in the service history that could have contributed to the complaint. Attached box label, electrical safety and vapr vue repair record. Could not duplicate the customer's complaint of "not recognizing the handpiece". No errors were found in the error log. The scratched top plate and keypad membrane were replaced. The 8 way socket assy was replaced because it was corroded. The missing dust cover and 3 missing mounting feet were replaced. Unit was upgraded to arc detect compatibility as per the service manual. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. A review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported the vapr vue generator was no working properly during testing before surgery. The device was operating inconsistently and not recognizing or registering the handpiece. Another device was available for use. There was no patient consequence or surgical delay. This is report 1 of 1 for (B)(4).